Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The certified diabetes educator of the customer reported via email that the customer was hospitalized and in intensive care. The customer had an occluded infusion set for approximately 12 hours and did not follow the high blood glucose protocol. The customer was contacted but was not able to provide further information about the hospitalization due to sore throat. Customer's blood glucose was unknown at the time of incident.